Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test and high-pressure test were completed and passed.